Event description:
An (B)(6) male with a history of copd (a chronic lung disease), was referred to a gi physician with a couple of episodes of melena. The pt also stated he had lung cancer at the time. He had a normal endoscopic exam and ugi series. After another bleed a capsule study was ordered. According to the customer, he had the procedure and returned the equipment, presumably doing ok. He claims that the video was not reviewed for 10 days and when it was done, the physician saw what he recognized as airway structured, not intestinal mucosa. The pt was referred to a pulmonologist and subsequently had three unsuccessful attempts at bronchoscopic removal. According to the customer, the capsule remained in the lung/airway. The pt subsequently "had a decline and was put in a nursing home", dying 1.5 years later.

Manufacturer narrative:
Although the pt had no known history of swallowing problems and the capsule ingestion was uneventful, one may suspect, however, that the pt does indeed have a swallowing problem if he did aspirate the capsule without any coughing or gagging. Swallowing disorder is a recognized contraindication to the use of capsule endoscopy.